Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. Between 27-jan-2019 and 23-sep-2019 the recorded stimulation impedance showed constant values around 430ohms. The provided iegm episodes from (B)(6) 2019 showed artifacts in the right ventricular channel leading to oversensing and several inappropriate chargings and shocks. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
On (B)(6) 2019, vf alert via home monitoring was arrived and inappropriate shock deliveries were recorded. On (B)(6) 2019, the device therapy was turned off and the patient was hospitalized. On (B)(6) 2019, lead impedance was over 3000 ohms. On (B)(6) 2019, a new device and lead were implanted.